Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. During a percutaneous coronary intervention, vascular access was obtained via the brachial artery. The 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A marvel guidewire was used to cross the lesion, and a 32 x 2.75 mm promus premier select drug eluting stent was advanced to the target site. During the second inflation, while attempting to expand the stent, the balloon ruptured between 2 to 6 atmospheres. The physician observed contrast medium leaking from the balloon within the stent, confirming a balloon failure. The device was removed, and the procedure was completed using a new promus stent of the same size. No patient complications were reported, and the patient remained stable throughout the procedure.